Event description:
The device was applied during a total abdominal hystrectomy procedure. Reportedly, the staples did not lock properly. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.